Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Following deployment, complete hemostasis was not achieved so a femostop was applied tightly to the groin. The pt experienced absent distal pulses and pain. Two to three hours later an angiogram was performed and showed an occlusion. Treatment of the occlusion was not immediate. Surgical intervention was attempted and partially successful in that pedal pulses were restored. The pt developed disseminated intravascular coagulation and multi-system failure and subsequently expired.